Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 05/2024.

Event description:
It was reported that during a dialysis catheter placement procedure, the plastic connector in the tunneller allegedly broke into two pieces while tunneling. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the plastic connector in the tunneller allegedly broke into two pieces while tunnelling. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one tunneller, syringe, broken tunneler sheath and other surgical instruments. Therefore the investigation is confirmed for the reported cracked protective sheath and identified material separation issue as the protective sheath was broken into two pieces. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.